Event description:
A ventilator was returned to the manufacturer because, due to an allegation of internal battery error codes, it did not meet the acceptance criteria of the evaluation process. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported, "a ventilator was returned to the manufacturer because, due to an allegation of internal battery error codes, it did not meet the acceptance criteria of the evaluation process." The device was recieved and evaluated. The complaint was confirmed. The battery was replaced due to low state of health. The device passed all testing.